Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.